Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the physician has had issues with the ultrathin sds balloon catheter locking up on the wire. However, no procedure specifics are available. All patients have been reported as 'fine'.